Event description:
While priming a syringe of cosmoplast, the needle disengaged and the product spilled out. No pt or injector injury. This event is being reported due to the possibility of a reportable injury occurring with a future incident.

Manufacturer narrative:
Device evaluation summary below: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, a minor deviation was noted.the deviation noted was not significant nor would contribute to the cause of this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.